Event description:
Information was received from the "medicines and healthcare products regulatory agency - mhra", the health authorities, that inform every company, holding a marketing authorization for a suspected active substance in their territory, of all adverse reaction reports they receive containing at least one serious reaction, irrespective of whether or not the brand name for the product was reported. A male, who received his first injection of hyaluronic acid (brand name unspecified) in 2007, experienced collapse, possible fit, tachycardia. May have been caused by vasovagal reaction to injection, but slower to recover than would normally be expected. Reactions occurred within 5 minutes of injection and resolved after approximately 1 hour.